Event description:
It was reported that during a breast biopsy procedure, the surgeon tried to get a tissue sample; however, was not able to obtain a sample once the needle was inserted and being removed. Another needle was used to complete the procedure. No adverse consequences reported. One used device and three sterile devices will be returned.

Manufacturer narrative:
(B)(4). The hh8bex was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.